Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had a left manipulation procedure to break up scar tissue covering the implant. Second intervention was required to remove scar tissue covering the implant. The patient was then revised.